Event description:
A healthcare facility (B) (6) reported that a quantity of 2 900mr145 reusable infant y pieces was delivered without the cap on the pressure port. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned y piece was visually inspected for missing components. Results: the 900mr145 y piece connects the inspiratory and expiratory tubes of the reusable infant breathing circuit. The y piece package includes a cap that seals off the pressure port when a pressure line is not connected. The cap that is usually supplied to seal off the pressure port was not included with the returned y piece. A lot check revealed no other similar complaints for this lot number. Conclusion: the component was most likely omitted during our packing process. Our records indicate that no other complaints of this nature have been received for this lot number. Our monitoring and trending of missing components for the 900mr145 or kits that include the 900mr145 show that this is the only complaint of this nature we have received for the last 12 months to the end of november 2008. (B) (4).